Event description:
A (B)(6) female pt called zoll customer support to report that her battery pack was not holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (not holding charge) has been confirmed. Upon eval the battery fuse was blown and there was corrosion on the battery pca board. The root cause for the blown fuse and corroded battery board was likely ingress of an unk liquid. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery.